Event description:
It was reported during knee arthroplasty that the surgeon was unable to seat the articular surface implant on the tibial tray. All soft tissue was cleared and multiple were made, however, the device could not be seated and a new articular surface implant was opened to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in singapore. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, d4, d9, g3, g6, h2, h3, h4, h6, h11. Visual evaluation of the returned implant identified deep surface scratches and the dovetail features were flared on both sides with additional damage around the extraction surfaces. Dimensional analysis determined the product was conforming to print specifications where measured. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.